Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received: "revision knee case. We have revised a noiles femur which appears to have snapped at the base of the femoral component and the sleeve (images below) the procedure was done 9 years ago. It is the 3rd time this patient has been revised". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed nothing indicative of a device nonconformance, as the sleeve was found with only signs of being implanted for a period of time, signs that include bone remnants attached to its ha coating surface and the device assembled to the stem. Additionally, the fractured portion of the femoral component was found inside the sleeve cavity. No other anomaly was identified on the implant' surface. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the universal fem slv dis por 46mm would have not contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d9, d10. Corrected: h3.

Event description:
It was reported that there was a knee revision. We have revised a noiles femur which appears to have snapped at the base of the femoral component and the sleeve the procedure was done 9 years ago. It is the 3rd time this patient has been revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: investigation summary: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The x-ray investigation revealed the sleeve off center of the implantation site. No other anomaly was noted on the photo evidence provided. Implant position observed may had resulted as a consequence of, what appears to be, a bolt fracture on the femoral component. However, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the universal fem slv dis por 46mm would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.